Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed that the distal section of the device is separated and stretched. The separated piece measured approximately 8.5cm long. From the strain relief to the separated shaft is approximately 123.7cm and from the strain relief to the separated hypotube is 120.5cm. There is buckling to the shaft 97cm from the strain relief. There are kinks to the shaft 47cm and 109cm from the strain relief. Microscopic examination revealed no additional damages. Functional testing was performed by placing the device in the angiojet ultra console. The device did not prime and there was a check saline supply error. The device was also leaking from the separation. Inspection of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that an error message and leak occurred. The target lesion was located in the arteriovenous fistula on the forearm. An angiojet solent omni catheter was used in a thrombectomy procedure. During the preparation, the catheter was inserted into the angiojet console and the machine alerted a check supply saline error and started to leak at the pump piece. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.